Event description:
Information received indicates the bed exit function will arm but will not alarm.

Manufacturer narrative:
The hill-rom technician replaced the tape switches to repair the bed exit system.